Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan pump, two cylinders and reservoir were received for evaluation. Examination and testing of the returned components revealed a partial separation within abrasion on the inlet tube of the pump. Testing revealed this to not be a site of leakage. Abrasion was noted on all tubes of the pump. Microscopic examination of the detachment ends of the inlet tube of the pump and inlet tube of the reservoir showed the surfaces to be rough and irregular, indicating stress was exerted. Separations were noted in both cylinder bladders. Testing revealed these to both be sites of leakage. Microscopic examination of the surfaces revealed them to have a melted appearance, indicating contact with cauterizing instrumentation. No functional abnormalities are noted with the pump or reservoir. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separations in both cylinder bladders occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, quality concluded that these separations most likely occurred during or subsequent to explant. These separations were not associated with the cause for failure. Based on examination of the returned product, it was concluded that while in-vivo both all tubes of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) on the inlet tube near the reservoir to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the implant was not inflating. Another implant was used as a replacement.